Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested, however not received to date: procedure name. Procedure date. Was the drain broken during removal after completion of its use? Location and size of the drain piece retained in patient? Surgeon's opinion about piece of drain left in the patient? Was the retained piece removed from the patient surgically? Are any plans in place the remove the drain piece in future? Date? Are there any other adverse patient consequences due to this issue and how were they treated? If suction was not completed, was a new drain inserted in the patient? Lot number how long was the drain left in place? What is the current condition of the patient? Attempts to obtain additional information and the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. After removing the drain, it was noticed that a piece of a drain stayed inside of a patient. No other information is known. No product to be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/8/2020.